Event description:
Patient underwent primary knee procedure in 2009. Patient experienced a spontaneous crack of the knee where the polyethylene insert fixation screw loosened and moved in the articulation. The screw was removed under local anesthesia on (B)(6) 2011. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Review of device history records shows no deviations or abnormalities. No other complaints have been recorded for this item/lot number. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Implant date - 2009 (exact date unknown).